Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced punctured keypad, corroded rj45 and j9 fromlogic board. Performed unit software reflash. Based on the finding, service determined that the reported issue was due to damage of the front case assembly keypad. Device history record a review of the device history record showed the device had a manufacture date of (B)(6)2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.